Event description:
It was reported that the handpiece was running on its own while in the safe position. There were no reports of pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own while in safe mode was duplicated. Based on the investigation details, the likely cause was problems with the sag head and lower rotor bearing, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.